Manufacturer narrative:
Investigation ¿ evaluation: the cook® single-use holmium laser fiber was not returned for evaluation. No photos have been provided. Without the complaint device, a physical investigation was not able to be completed. A review of the instructions for use (IFU), manufacturing instructions, and specifications was conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. The device history record was not able to be reviewed as the lot number of the device was not provided. A review of complaint history for this product/lot number combination was also not able to be reviewed as the lot number was not provided. This device is shipped with instructions for use (IFU), which provides the following precautions: never subject fiber optics to sharp bends in handling, use, or storage. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). K124030. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing ureteroscopy with laser lithotripsy stone extraction procedure on a patient, the operator noticed that the glass tip of two cook® single-use holmium laser fibers started to break and the blue cladding around the fibers started to fray. The reporter did not know the lot number for either of the fibers. The physician completed the procedure with a new laser fiber. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.